Event description:
It was reported that the patient, implanted in (B)(6) 2012, was explanted of her vibrant soundbridge in (B)(6) 2014 due to an infection, which could not be resolved while the device had been implanted. No further information is available at this time.

Manufacturer narrative:
This device was explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.